Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when opening the bd plastipak¿ syringes with luer-slip the stopper was noticibly damaged. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that when opening the bd plastipak¿ syringes with luer-slip the stopper was noticibly damaged. Found before use. No reports of serious injury or medical intervention noted.

Event description:
It was reported that when opening the bd plastipak¿ syringes with luer-slip the stopper was noticeably damaged. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: samples/ photos analysis: a sample was received, and it is possible observe stopper damaged. DHR review: it was verified the batch record and the manufacturing date for this batch was may 15th to 19th, 2017. The process inspections were performed at properly frequency and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection with each 2 hours at 36 parts at assembly machine; qn review: no quality notification (qn) that could related to defect were observed. Maintenance review: no maintenance record related to the defect was observed. Investigation conclusion: confirmed: bd was able to confirm/ reproduce the incident in question. The sample sent by the customer was verified and it was possible observe stopper damaged. The probable cause for the defect is related to material jam at syringes assembly machine, causing the stopper defective, allowing the damage product flow of the process.